Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. Vascular access was obtained via the left artery. The 97% stenosed, 8mmx2.5mm, eccentric, de novo target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. The lesion contained <=45 degrees bend. A 2.00mm x 20mm maverick²¿ balloon catheter was advanced for pre-dilation. However, it was noted that the proximal part was broken. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable.